Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer (con) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain and peripheral neuropathy. The patient reported that he has worked with his manufacturer representative (rep) with "other issues". The patient clarified his ins was "going crazy", was "hurting" and "misfiring". The patient stated that the issues began when he got the recharger (insr) antenna replacement in (B)(6) 2019. Additional information was received from the manufacturer representative (rep) on (B)(6) 2019. The rep reported that the cause of the patient¿s ins ¿going crazy, hurting, and misfiring¿ was not determined and that the patient would be seen on tuesday (B)(6) to evaluate the stimulator. Additionally, the rep stated that they were aware of the issue around (B)(6) 2019. No further complications were anticipated/reported.

Manufacturer narrative:
Review of this MDR and/or additional information received shows that there is no evidence to reasonably suggest that the device in this report has malfunctioned. Therefore, this event did not and does not meet the reporting requirements stipulated in 21 cfr 803. If information is provided in the future, a supplemental report will be issued.